Event description:
It was reported that the right ventricular (rv) lead was found to have a sharp rise in impedance and elevated capture thresholds. The patient underwent rv lead extraction and a new rv lead was implanted. The patient was stable before, during, and after the procedure.